Manufacturer narrative:
Event date is on an unreported date in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified number of peritonitis events which was manifested by stomach pains. The cause of the events was not reported. It was reported that the patient was taken to the hospital multiple times but it was not reported if the patient was hospitalized for the events. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for the events. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available as the reporter declined to provide additional information.